Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Some 38 devices were received for evaluation; the reported events were confirmed. Some 26 devices were found to have broken-down lube and corrosion affecting internal components. Some 4 devices were found to have broken-down lube. Some 2 devices were found to be affected by corrosion. Some 4 devices were found to have damaged internal components, corrosion and broken-down lube. Some 2 devices were found to have damaged internal components and broken-down lube. These devices are not repairable and were not returned to the user facilities. About 3 devices were not received for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 41 malfunction events, in which the devices overheated. For 39 reported events, there were no patients involved; no patient impact. For 2 events, there was patient involvement, no patient impact.